Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or defects that would indicate an adhesive malfunction. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. Damages were observed on the top and bottom housings as well as the housing vent and needle well. The timing and cause of these damages could not be determined. Download data generated an 0x6a, occlusion during runtime, alarm. No timeouts or drive stalls were observed in the data. No damages or defects were observed on the drive mechanism. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.